Event description:
The customer contacted spacelabs healthcare technical support to report that telemetry patients were showing as dotted lines, preventing the clinical staff from monitoring several patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs technical support advised the caller that the issue was likely a loss of communication. The biomed was advised to check the telemetry receiver modules. No further updates were provided by the customer. Due to lack of available information, cause of failure was not established. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.